Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Complaint 1: medstream control unit or pump, sn unknown. During a patient refill last wednesday ((B)(6) 2016), the first communication was performed without issue. The refill was performed but when the clinician tried to end the pump refill with the cu, the communication was not possible. He tried to switch the cu off and on again, but the communication was not possible. The patient is fine now, taking other medications. As we do not know if the communication failure come from the pump or from the cu, there might be a pump hardware failure, so I recommended to have him come back (he will do this on friday or monday) to control the pump with the 2nd cu provided by the (B)(4) team.